Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
It was reported that the stenoscope system has the image appear on the monitor then it goes blank and the image is not saved. No pt injury was reported.